Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the customer experienced an elevated blood glucose (bg) level of 580mg/dl due to the continuous glucose monitor not being connected. A correction bolus was delivered to address bg level. The customer reverted to manual injections for insulin therapy.